Event description:
It was reported that during a replacement surgery, high impedances (>4000 ohms) were seen. The doctor got good motor response when testing the lead with an external neurostimulator. The new internal neurostimulator was then tested and displayed impedances >4000 ohms, with no motor responses by the patient. There were no issues during insertion and the lead was properly aligned. A new neurostimulator was then used. Additional information has been requested, but was not available as of the date of this report. See also manufacturer report #3004209178-2011-09345 for subsequent device issue.

Manufacturer narrative:
Lead model 3889-33, lot # v179760, implanted: (B)(6) 2009, explanted: na; programmer model 3037, serial # (B)(4).